Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) nocturnal hypoglycaemia and unconscious [hypoglycaemic unconsciousness] mixed up her two blue novopen echo pens in the night [wrong device used] novopen echo blue was defective, it fell apart during the injection [device defective] accidentally injected a large amount of bolus insulin in the evening [accidental overdose]. This serious spontaneous case from (B)(6) was reported by a consumer as "nocturnal hypoglycaemia and unconscious(hypoglycaemic unconsciousness)" with an unspecified onset date, "mixed up her two blue novopen echo pens in the night(wrong device used)" with an unspecified onset date, "novopen echo blue was defective, it fell apart during the injection(device defective)" with an unspecified onset date, "accidentally injected a large amount of bolus insulin in the evening(accidental overdose)" with an unspecified onset date, and concerned a (B)(6) year-old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", fiasp (insulin aspart) from unknown start date and ongoing for "type 1 diabetes mellitus" (25-30 iu daily, subcutaneous) and levemir penfill (insulin detemir) solution for injection, .0024 mol/l from unknown start date for "type 1 diabetes mellitus" (18-21 iu daily, subcutaneous). Patient's height: 162 cm. Patient's weight: (B)(6) kg patient's bmi: 29.721. Current condition: type 1 diabetes mellitus ((B)(6) 1994) . Concomitant products included - simvabeta(simvastatin) and ibersartan (non-codable). Treatment included - glucose. On an unspecified date, reported as sometime ago, the patient mixed up her two blue novopen echo pens in the night and had nocturnal hypoglycaemia so that emergency doctor had to come. Patient became unconscious at night with emergency medical attention because I accidentally injected a large amount of bolus insulin in the evening. Patient was treated with a high glucose dose by the emergency doctor. After this incident patient immediately received a red novopen. It was reported that novopen echo blue was defective, it fell apart during the injection. The patient used the dialing clicks to estimate the dose of the insulin. Batch numbers was requested. Action taken to novopen echo was not reported. Action taken to novopen echo was not reported. Action taken to fiasp was reported as no change. Action taken to levemir penfill was not reported. On (B)(6) 2020 the outcome for the event "nocturnal hypoglycaemia and unconscious(hypoglycaemic unconsciousness)" was recovered. The outcome for the event "mixed up her two blue novopen echo pens in the night(wrong device used)" was not reported. The outcome for the event "novopen echo blue was defective, it fell apart during the injection(device defective)" was not reported. The outcome for the event "accidentally injected a large amount of bolus insulin in the evening(accidental overdose)" was not reported. Investigation result: name: novopen echo 1. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novopen echo 2. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: fiasp penfill. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: levemir penfill. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Final manufacturer's comment: (B)(6) 2021: the suspected device (novopen echo) has not been returned to novo nordisk for evaluation. The reported batch number is not valid. Batch trend analysis not performed. With limited information regarding the handling of suspected device, it is not possible to identify a clear root-cause of the experienced adverse events. However, patient is a trained user, used dialing click to estimate the dose of the insulin. It was reported that novopen echo blue was defective, 5 years old and it fell apart during the injection. Elderly age of the patient ((B)(6) years) is a significant risk factor for device confusion at night, patient administered accidental overdose of bolus insulin which could have led to hypoglycaemic unconsciousness. Evaluation summary: name: novopen echo. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available